Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received during the investigation of the complaint revealed that the probe of the sonicbeat device had broken off. There was no patient involvement.